Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implantation utilizing a large flexnav delivery system. The patient developed left bundle branch block (lbbb) and will require pacing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added. H6 health effect - impact code: 4624, 4641.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implantation utilizing a large flexnav delivery system. After pre-dilatation with balloon was performed and the valve was attempted to be placed, the patient developed left bundle branch block (lbbb). The valve was implanted at a depth of 6mm. The patient left the operating room with a temporary pacemaker. On (B)(6) 2025, the patient received a permanent pacemaker. Patient was reported to be discharged.